Manufacturer narrative:
(B)(4).

Event description:
The patient reports she started to walk on (B)(6), and she walked two miles. Started in groin. Sciatic nerve was getting stimulated and whole hip was sore. It was behind knee cap up to foot and calf. Patient had to lower the stimulation. The next day (B)(6) she lowered it to 4 and it was still pulling in groin so she lowered it to 2.00. On (B)(6) the patient turned device to 0.0 volts. Patient said after she turned it to 0.0 volts on (B)(6) her thumb and pointer finger on right side was throbbing in pain. She can't move the two fingers. Her neck was jolting and in her arm pit can feel the nerve tugging all the way to elbow and forearm on right side. There was no trauma/falls reported that could be related to this issue and no medical test or emi environmental exposure. Helped the patient turn the stimulation off. It was on 0.0 volts but the stimulation was still on. Location of symptoms reported was on the right side. Patient had anxiety attack today. Event date of groin pain was on (B)(6) 2015 and finger/arm/neck pain was on (B)(6) 2015. The patient's bladder was doing good. Yesterday the patient tried to turn the stimulation on for 20 minutes and hip was sore and she had shooting pain down leg. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding pain and jolting outcome and intervention. Follow up will be submitted if additional information is received.